Event description:
It was reported that the patient was having issues with the purewick urine collection system. Liberator representative advised that the kit need to be replaced every 60 days, as the kit was shipped with the original purewick urine collection system on 18jun2021 they were due for a new one. Per follow up via phone on (B)(6) 2021, stated that the patient still had issues with purewick urine collection system because it was not suctioning and the patient had urinary tract infection, but the patient was not sure if it was from the purewick or not, and was advised to stop using the device. It was noted that the purewick accessory kit was replaced on (B)(6) 2021. It was unknown what medical intervention provided for the urinary tract infection. Per additional information received via liberator on 30nov2021, it was stated that the purewick accessories replacement kit was replaced on (B)(6) 2021.

Manufacturer narrative:
The reported event was confirmed by CAPA association. Failure to suction and decreased suction returned complaint sample evaluations (root cause summaries) and incoming non-conformance investigations were reviewed. Returned sample evaluation and incoming nonconforming sample dissection identified kinked internal tubing as a cause for no suction and decreased suction failure modes. Incoming nonconforming sample dissection also identified a low suctioning pump as a possible failure mode. Subsequently, the investigation team used a fishbone tool to identify additional possible causes and unlikely possible causes were eliminated. Remaining possible causes identified in the fishbone analysis were tubing connections or canister lid not properly secured and device placed above patient reducing suction. Finally the 5 why tool was used on likely possible causes to help determine the following technical root cause for suction issues: primary root cause of suction related issues is a broken canister followed by user related issues associated with incorrect tubing connections or canister lid not being properly secured. In addition, there are a smaller portion of suction issues associated with internal tubing not being held in the proper position resulting in a kink (or the possibility of a low suctioning pump component). A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review are not required because the investigation was confirmed by the CAPA association.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was having issues with the purewick urine collection system. Liberator representative advised that the kit need to be replaced every 60 days, as the kit was shipped with the original purewick urine collection system on (B)(6) 2021 they were due for a new one. Per follow up via phone on (B)(6) 2021, stated that the patient still had issues with purewick urine collection system because it was not suctioning and the patient had urinary tract infection, but the patient was not sure if it was from the purewick or not, and was advised to stop using the device. It was noted that the purewick accessory kit was replaced on (B)(6) 2021. It was unknown what medical intervention provided for the urinary tract infection. Per additional information received via liberator on (B)(6) 2021, it was stated that the purewick accessories replacement kit was replaced on (B)(6) 2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.